Event description:
It was reported that a patient underwent a sling procedure to treat pelvic organ prolapse. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, dyspareunia and other outcomes. No additional information was provided. (B)(4) ¿urinary problems; bowel problems; undefined recurrence; dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discomfort, slower urine stream, vaginal bulge/mass and urinary problems.

Event description:
It was reported that following insertion the patient experienced vaginal discomfort, slower urine stream, vaginal bulge/mass and urinary problems.